Event description:
A caller reported a malfunction with a pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided guidance on how to reset the pump and assisted the caller with the process. After resetting the pump, the malfunction did not recur, and the customer was instructed to continue using the pump while being advised to report any future issues.